Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that his ins wasn¿t working correctly and wanted to know who to see to check on or reprogram the ins. The patient reported that he noticed it wasn¿t working correctly this weekend, probably friday night. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified the device not working properly as the paddle wire wouldn¿t connect. The patient reported that the circumstances that led to the device not working properly was a change in programming. The patient was sent a new device. Additional information was received from the patient on (B)(6) 2020. The patient later clarified that the device not working properly was a device issue. The patient reported that it wouldn¿t charge. The patient reported that the steps taken to resolve the issue was a return/exchange. The issue was resolved.